Event description:
The customer complained a false negative direct antiglobulin test (dat) of a patient sample with anti-human globulin (ahg) anti-igg in tube technique. Customer reported that the sample was also tested in the tube technique with anti-human globulin anti-igg from a competitor by a reference laboratory. The testing resulted in a microscopic positive result. The patient sample that had caused false negative was sent to us for quality control as well as the supposedly defective product and the ahg anti-igg of competitor were returned. Quality control laboratory tested the sample with the complaint sample of anti-human globulin anti-igg. The testing was performed in parallel to the retained sample of ahg anti-igg and the ahg anti-igg of competitor. The patient sample reacted negatively in dat with all three used ahg anti-igg. Furthermore patient sample was tested in dat on tango and reacted negatively. The negative reaction was not a discrete cell button but showed a diffuse surrounding. Patient sample was also tested in the gel method and showed a weak (1+) positive reaction. The supposedly defective product was also tested with a positive and a negative control and reacted correctly. Testing by the quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg functions correctly. The patient sample reacted negatively with three different anti-human globulin reagents in two different methods. The patient sample showed in only one method, the gel method, a weak positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.